Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/10/2015 with the following findings: the keypad was observed to be intact. The keypad buttons were tested and were found to be intermittently responding to button presses. The keypad was removed and contamination was observed under the button contacts.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the ok button on the pump keypad was under responsive to button presses. There was no indication that the issue had contributed to any change in insulin delivery. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.